Event description:
Nurse reported to corporate product surveillance of a non-dehp buretrol add-on set in which nurse observed body of the set was cracked. The location of the crack on the set is unknown. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a non-dehp buretrol add-on set in which the nurse observed that the body of the set was cracked was confirmed during sample evaluation. One actual defective sample was available for evaluation. During visual inspection, a cracked was observed in the chamber of the burette cellulose. No other test was performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review cannot be performed since there was no lot number provided. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.